Event description:
The surgeon was inserting a single piece silicone lens model aa4204vf in the pt's eye and there was a tear in the posterior capsule, the lens was removed and a virectomy was performed. Another lens was inserted. The reporter stated that the pt was putting pressure due to squeezing.